Event description:
It is reported that approximately 2 years post-op, the surgeon found that the nail had broken near hole of lag screw. Exact implant date is not known and revision surgery is not scheduled.

Manufacturer narrative:
Evaluation summary: pre-op x-rays were not provided to study that nail and lag screw positioning. It is also unknown whether the locking nail cap played any role for this condition. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.